Manufacturer narrative:
Citation: c. Marzahn et al. "Conduction recovery and avoidance of permanent pacing after transcatheter aortic valve implantation" journal of cardiology (2017), http://dx.doi.org/10.1016/j.jjcc.2017.06.007 earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding conduction recovery and avoidance of permanent pacing after transcatheter aortic valve implantation. All data were collected from a single center between july 2008 to may 2015. The study population included 856 patients (predominantly female, mean age 80 years), 272 of which were implanted with medtronic corevalve (serial numbers not provided). All cause mortality was noted, however based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: first, second and third-degree atrioventricular block (avb), left bundle branch block (l bbb), cardiac syncope, bradyarrhythmia, new-onset atrial fibrillation with cardiac syncope. Based on the available information, these adverse events may have been attributed to medtronic product.